Event description:
It was reported that the customer received a button error alarm on the insulin pump, which could not be cleared. The customer's blood glucose level was not known. It was also stated that there were cracks on the lower left and lower right of the display on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The insulin pump had cracked case on the lcd display window corners, cracked lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).